Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 559 mg/dl, which was treated with a bolus delivery. Customer had symptoms of dizziness and dry mouth. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined high pressure test. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to change insulin.